Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: snaring of dislodged stent from pt. Device issue: stent dislodgement. It was reported that an attempt was made to insert the xience v 4.0 x 15 mm stent delivery system (sds) into the circumflex artery through a guide wire; however, the position didn't seem right, so the catheter was removed. Upon removal, the stent peeled away from the catheter, and floated to the femoral artery. The stent was removed from the pt using a snare device. No add'l event or pt info is available.

Manufacturer narrative:
No conclusive root cause could be determined for the stent dislodgement. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without any blood visible. There was contrast visible in the inflation lumen and balloon. The stent implant was not returned. The balloon was loosely folded. There were faint crimp marks on the balloon between the markers. There was no damage noted to the sds. The protective sheath was not returned. Product performance engineering reviewed the incident info and analysis of the returned device. It was reported that during retraction of the rx xience v stent delivery system (sds), the stent implant dislodged into the femoral artery and was removed with a snare. Quality assurance technician (qat) analysis of the returned device found no blood visible, but there was contrast visible in the inflation lumen and balloon, which is consistent with the device having been at least prepared for use. The stent implant was not on the balloon, confirming the reported stent dislodgement, and although it was snared from the body, the stent implant was not returned. The balloon was loosely folded, which is likely a result of the balloon folds relaxing after the stent dislodged, but there are crimp marks still visible on the balloon between the markers, suggesting that the stent implant was properly positioned on the balloon at the time of MFR. The protective sheath was also not returned. There was no damage noted to the returned sds. Stent dislodgement can be influenced by many factors including, but not limited to; improper or inadequate crimping at the time of MFR, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, and interaction with the lesion, accessory devices, and/or previously implanted stents. The mfg records were reviewed and there were no non-conformances that could have contributed to this complaint. The release testing results were reviewed and all samples met mfg criteria including specs for stent placement, crimped stent outer diameter and steen dislodgement force. Additionally, there have been no other incidents related to stent retention for this part and lot number combination. All indicating that the stent dislodgement in this case was not the result of prod quality issue. It is possible that during advancement or retraction of the sds, interaction with the anatomy and/or accessory devices may have disrupted the stent on the balloon leading to the dislodgement, however, a conclusive root cause cannot be determined. A review of the finished device lot history record (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot that could have contributed to this complaint. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for this lot. Product performance engineering will monitor the incident circumstances. All stent delivery system are 100% visually inspected online for stent placement. Additionally, a sampling of unit is destructively tested to verify stent dislodgement force. This MDR is considered closed by the product performance group.